Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The insulin pump was exposed to water. Customer stated that insulin pump had crack on the outside of the casing it kept saying battery failed and then it was blank, little water got inside. The battery compartment was not damaged. The contacts on battery cap were not damaged. The display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.